Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72402970, 364491007, reservoir 65 ml iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder was shredded and had an aneurysm. All components were explanted and replaced.